Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an unspecified alarm during the load process; however, the customer was unable to provide the specific type of cartridge alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.